Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil was found protruding of the introducer sheath. The coil and pusher wire arms were interlocked inside the introducer sheath. The introducer sheath was inspected and no anomaly was noted. The twist lock of the introducer sheath was not returned due to the introducer sheath was cut. The pusher wire was found kinked. The coil was inspected and was found kinked and stretched. Microscopic inspection revealed that the coil zap tip and the interlocking arm of both the coil and pusher wire was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-sep-2016. It was reported that difficulty advancing the coil through the catheter occurred. The target lesion was located in the internal iliac artery. A 6mm x 20cm interlock¿ was selected for use. During the procedure, the coil was inserted through a renegade¿ catheter and as a third part of the coil exited the distal tip of the catheter. It was noted that the coil got stuck and would not advance. The coil was able to be removed from the catheter and withdrawn from the patients' body. The procedure was completed with the same catheter and another of the same device. No patient complications were reported and the patients' status was good. However, device analysis revealed that the number of fiber bundles was below the assigned specification.